Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The cause of the non-functional switch was a collapsed metallic dome that resulted in a stuck switch. The root cause of the collapsed dome cannot be positively identified. No adverse event resulted from the response button malfunction. The pt received a replacement monitor.

Event description:
During servicing of a (B)(6) male pt's monitor, it was discovered that one of the response buttons was non-functional.